Event description:
It was reported that the customer was getting a weak signal on the pump. Customer's blood glucose level was 174 mg/dl. Customer's mother mentioned that her daughter woke up with a blood glucose level of 526 mg/dl. Customer's mother changed out the set and gave her daughter a shot. Customer's blood glucose level is going down. Customer's mother does not want to troubleshoot because she thinks it was the possibly the set that was the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.